Event description:
It was reported that during a lap cholecystectomy procedure, the clips were ejected from the device. Another instrument was used to complete the procedure with no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.